Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient has developed a punctate deposit over the anterior iol surface. The deposit is confined to the pupil and the iol material is reported to otherwise appear clear. The healthcare professional reports "the anterior segment shows no sign of active or chronic uveitis and pressure is 14. Fundus view is hazy but there is no sign of inflammation or retinal pathology". It is not yet known what corrective action will be undertaken by the healthcare facility to treat the punctate deposit. Rayner is liaising with the healthcare professional via its distributor to obtain additional information to facilitate further investigation of the reported information. The information received from the healthcare professional to date and any supplementary information received will be sent to a clinical consultant for reviews. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol ((B)(6) 2007) was carried out in order to determine if any trends existed. This review concluded that no other incidents, if any type, have been received against the superflex aspheric 920h iol batch (B)(4).

Event description:
Rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred following the implantation of a superflex asperic 920h iol. The event description provided to rayner states "this man is (B)(6), his fellow eye has old trauma with limited potential for vision. The eye in question had macular hole surgery in early 2009, vity+gas...he rapidly developed a severe psc cataract and this was operated in (B)(6) 2009. Uncomplicated surgery with rayner 920h +19.0d...post-cataract surgery the hole was found to be open and he had a repeat procedure with good result and 6/15 acuity. Capsule opacification then occurred and this was yag'd, final acuity was 6/9. He has now returned with acuity of 6/30...he'd developed a peculiar punctate deposit over the anterior iol surface, confined to the area exposed by the pupil".